Event description:
The customer reported the hard drive is corrupted. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and formatted the hard drive and reloaded software. System operates as intended. (B) (4).